Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced a change in therapy effect with increased pain and the patient was hospitalized. At that time, the pump had recently been checked and was noted to be "functioning properly". The pump was refilled several weeks prior to this. Attempts were made by the hospital staff and family members to contact the patient's hcp to come to the hospital for pump reprogramming. The hcp had not visited the patient in the hospital at the time of this report. It was later reported that the hcp "mixes" his own medications. Per this reporter, the patient was given the wrong medication which caused him to be hospitalized. While in the hospital, that hcp "refused to see him". The patient's care was taken over by another hcp who removed all drug from the pump and refilled the pump with saline. The patient was currently "fine" and at home.